Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer determined a probe wash was low. Probes were adjusted and the probe wash was adjusted to the proper level. Precision studies were performed and there were no issues. All mechanisms were verified to be working properly. The customer ran controls on all tests.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 on a cobas c 503 analytical unit. No incorrect results were reported outside of the laboratory. The sample initially resulted in a glucose value of 10.7 mg/dl and repeated as 121 mg/dl. The repeat value was deemed correct. The glucose reagent lot number and expiration date were requested, but not provided.